Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The subsidiary's manufacturing engineering center (mec) could not duplicate the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) did not power on and displayed an error message on blue screen. The device was not changed out, after they rebooted, the ccm started and worked normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.